Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 8/25/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: an empty labeled winding former, a needle-suture piece and a suture piece of product sxpp1a300 were returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Upon visual inspection of the returned sample, body fluids and damage were noted in some barbs and the end was observed cut possibly from a surgical instrument. The section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? Joint capsule. The following information was requested, but unavailable: what is the lot number? No further information is available. In relation to needle, what is the approximate location of suture breakage? No further information is available. Did the suture separate completely? No further information is available. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broke while sewing the joint capsule. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.